Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing immediately prior to a flutter episode. Device memory was provided to boston scientific technical services for evaluation. Technical services confirmed the presence of t-wave oversensing and recommended reprogramming the right ventricular refractory period from dynamic, with a range of 190 to 250 milliseconds, to a fixed setting of 270 milliseconds as the t-wave was observed at 258 milliseconds. The recommended programming change was implemented which resolved the issue. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
The product was not returned for evaluation because it remains in service. Based on the available information, boston scientific concluded that the reported clinical observations are consistent with a known inherent risk of the product.